Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4). The dentist reported that 1 month after dental implant was installed in intraoral region 8#, its non-osseointegration was observed. The patient presented bone type iii, bone graft was executed, immediate implant and immediate load procedures were performed and trauma over the implant has occurred.